Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis (fa) team. The reported issue was confirmed using the system logs. Upon functional testing the iesu generated error code c-33. Probable root cause is attributed to a defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the erbe generator powered on with errors c-33 and c-00. The intuitive tech support engineer (tse) recommended connecting a backup generator if possible, or using a different mode of energy delivery such as classic coagulation. The caller stated that they were going to look for a backup generator and activation cable. There were no reports of patient injury.